Event description:
It was reported that during the implant of the right ventricular [rv] lead, the lead was difficult to place. It was also reported that approximately one week post-implant, the rv lead had high impedance and threshold measurements, was not capturing and was undersensing. During the rv lead revision, the helix of the lead would not retract and it appeared bent. When the lead was removed the helix was extended and tissue was seen in the helix; the physician stated that the patient may have had a perforation. A new rv lead was successfully implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood in/on the helix/lobe mechanism and tissue on the helix, and there was apparent explant damage.